Manufacturer narrative:
The date of explant was added. The investigation for the infection has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the infection could not be determined. Revised reporting contact email since the initial manufacturer device report number 1220648-2024-23419 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient developed an infection at their access site during impella 5.5 support. It was documented that an abscess was found at the impella site. Antibiotics were utilized to treat the infection and support with the implanted pump remained ongoing. The patient remains on impella support.